Event description:
It was reported that 4 syringe 0.5ml 31ga 6mm 10bag 500cs were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that syringes were missing the needle tip and 4 needles did not eject after cap removal. Verbatim: from phone call on (B)(6) 2021: consumer stated, he just wanted to make bd aware. Declined replacement date of event: unknown samples: no cl 6ml insulin syringes; 1st box was missing needle tip; 2nd box 4 needles did not eject after cap removal bd product #/catalog ref #? Upc barcode 382903249114 (bd insulin syringe with ultra-fine needle 0.5 ml) lot #? 1 box got thrown away, (B)(6).

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0189413. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. A device history review could not be completed on the unknown batch number. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 syringe 0.5ml 31ga 6mm 10bag 500cs were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that syringes were missing the needle tip and 4 needles did not eject after cap removal. Verbatim: from phone call on (B)(6) 2021 16:28:07: consumer stated, he just wanted to make bd aware. Declined replacement. Date of event: unknown. Samples: no cl. 6ml insulin syringes; 1st box was missing needle tip; 2nd box 4 needles did not eject after cap removal. Bd product #/catalog ref #? Upc barcode 382903249114 (bd insulin syringe with ultra-fine needle 0.5 ml) lot #? 1 box got thrown away, 2nd box 0189413"